Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a physician from (B)(6) of peritoneal cloudy effluent and suspected bacterial peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced bacterial peritonitis. Information regarding relevant treatment was not reported. The outcome was not reported. Extraneal viaflex was reintroduced. The reporting physician considered the events of suspected bacterial peritonitis and peritoneal cloudy effluent related to extraneal viaflex therapy.